Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 16.2 mg/ml bupivacaine at 6.464 mg/day and 6 mg/ml morphine (unknown) at 2.3942 mg/day. It was reported that the caller is needing to decouple ptm from old pump and pair it to new pump. They were assisted with this, and the caller was asked if it was a normal elective replacement indicator (eri) replacement caller states that the patient had a motor stall with their old pump, serial #: (B)(4). Caller states that the pump stalled on (B)(6) 2020 and the patient went to the hospital with a bowel obstruction and withdrawal symptoms. The caller then went to read the patient's old pump on (B)(6) 2020 and confirmed the motor stall and then it was replaced on (B)(6) 2020. There were no further complications reported/anticipated.